Event description:
Philips received information that the customer reported that during a biopsy procedure, the scans appear to complete, however, intermittently, the images are not being updated and the previous scan image is displayed. The customer is concerned that this reported issue could result in an unintended puncture of an organ with the biopsy needle. The customer rebooted the system and was able to complete the biopsy procedure successfully with no report of harm to the patient.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).